Manufacturer narrative:
The display was blank because the battery connector was not plugged in. The display window was scratched.

Event description:
It was reported that the insulin pump was dropped on the ground. Afterwards, the display on the insulin pump went blank. Nothing further was reported.